Event description:
It was reported that a patient is experiencing instability with pain in the right knee as a result of distortive trauma. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). G2: foreign ¿ italy. -no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. -lot identification is necessary for review of device history records, lot identification was not provided. -medical records were not provided. -a definitive root cause cannot be determined. -this complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.